Manufacturer narrative:
(B)(4). This report involves an unknown baxter titanium adaptor. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day as the onset of peritonitis. The cause of peritonitis was unknown. Treatment was not reported for the event. Dianeal therapy was ongoing and the patient was recovering from the peritonitis. No additional information is available. This is report 2 of 3.